Event description:
It was reported that the patient's lead "broke" in 2005. A specific date was not provided. The broken lead was addressed at a surgical procedure, but the reporter did not know if the entire system was replaced. It was noted that the patient received new external equipment including the recharger after the surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3888-33 lot# j0343950v implanted: (B)(6) 2003 explanted: unk; extension model 748951 serial# (B)(4) implanted: (B)(6) 2003 explanted: unk; programmer model 7434a serial# (B)(4).